Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the balloon catheter showed traces of blood inside the inner and outer balloon. Smart chip verification indicated that the catheter was used 7 injections. A system notice indicating that the safety system has detected fluid in the catheter and stopped the injection (#50005) was triggered when the catheter was connected to the console. A dissection showed traces of blood inside the handle and pressure testing showed that both balloons had burst. In conclusion, the failed the returned product inspection due to a double balloon rupture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the balloon catheter was within a competitor sheath and it caused difficulty with the balloon catheter. The catheter was replaced. No further patient complications have been reported as a result of this event. The device was returned to the manufacturer, analyzed, and tested out of specification.